Event description:
A clinical director reported a case of bilateral corneal haze at two months post photo refractive keratectomy (prk) treatment. Reporter indicated topical steroid eye drops were increased. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Attempts have been made to obtain additional information, at this time additional information has not been received. The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
Attempts have been made to obtain additional information, at this time additional information has not been received.